Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, breast pain. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing left breast pain. Additionally, she was diagnosed with a ruptured left breast implant using mammogram and ultrasound imaging. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.

Manufacturer narrative:
On january 22, 2025, mentor received the following additional information: the patient underwent bilateral removal and replacement with non-mentor breast implants during the revision surgery. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On january 27, 2025, mentor received the following additional information: the replacements were natrelle implants. The patient was also diagnosed with breast ptosis and ultrasound study findings identified a right breast cyst. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2025, mentor was notified that the patient provided a previous last name; not her current one. The current last name was provided, and the patient identifier and initial reporter last name were updated. Patient identifier: (B)(6). Manufacturer¿s reference number: (B)(4).